Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The report included a report of multiple device manufactures and no one to cone correlation could be made to a medtronic product. Without a lot number or device serial number, the manufacturing date cannot be determined. The date of death is unknown and has been estimated based on the publication date. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: safety and efficacy of strategic implantable cardioverter-defibrillator programming to reduce the shock delivery burden in a primary prevention patient population. Europace. 2014;16(2):227-234. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this device. Multiple patients with reports of 19 deaths and in appropriate shocks were received. It was also noted that patients reported episodes of syncope. The status of the devices is unknown.